Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The hexalobe at the distal tip of the driver was noticeably worn and deformed in the clockwise direction in a manner consistent with over-torquing. It was reported that the tapered driver was used during final tightening, which may have resulted in slipping of the hexalobe preventing a complete engagement within the set screw. The surgical technique recommends that final tightening should be performed with the non-tapered torque limiting shaft. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque indicating handle had no audible clicking sound & the driver was reportedly slipping and the surgeon was unable to determine if the set screw had been fully tightened since there was no clear indicator to stop. Surgery took place (B)(6) 2017. Related to 3004774118-2017-0105.